Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00362. This report is being submitted as additional information. Device serial number was not provided. Therefore, the catalog number, device unique identifier (UDI), approximate age of device, and manufacture date were not available. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported no external power event, however, a specific cause could not be conclusively determined through this evaluation. Controller log file data showed a transient no external power event was captured on (B)(6) 2017 at 10:10pm, while the system was connected to an mpu. The event corresponded to alarms for no external power and low power hazard. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal back-up battery in the system controller and no interruptions in device therapy were captured. External power was restored at 10:11pm. No other atypical events were captured. Heartmate 3 lvas IFU, document 10006135, rev. C, section 7 entitled ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve the alarm: immediately connect to a functioning power module, mobile power unit, or two fully-charged heartmate 14 volt lithium-ion batteries to ensure the pump does not stop. Both the heartmate 3 lvas IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the review of the patient¿s submitted log files; the manufacturer¿s technical services observed a no external power alarm while the patient¿s lvad was on mobile power unit (mpu) support. Technical services reported that the no external power alarms may have been associated with the ac power cable being disconnected from the mpu. No clinical symptoms were reported. There were no other unusual events seen within the log files.